Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during a cholangiectasis procedure performed in the bile duct on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the tip of the device was frayed. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: problem code 2907 captures the reportable event of distal tip frayed. Block h10: investigation results a visual examination of the returned complaint device revealed that the distal tip was fractured; it is broken halfway through the diameter of the catheter. No other damage was found on the catheter of the device. This failure is likely due to factors or conditions related to procedure during the use of the device, such as the manner in which the device was handled and manipulated, the amount of strength applied to the device, and/or the interaction between the scope and device, that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during a cholangiectasis procedure performed in the bile duct on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the tip of the device was frayed. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.